Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination along the full catheter length found a hypo tube kink 178mm distal to the strain relief. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and strut 13 from the distal end of stent is lifted, pushed and twisted distally. No issues noted with balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-nov-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left circumflex (lcx) artery. Following pre-dilation with a 2.0 x 15 non-bsc balloon catheter, a 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. Another non-bsc stents were attempted but also failed to cross the lesion. No stents ever crossed the lesion and the physician finished the procedure. There were no patient complications reported and the patient's status was fine. However, returned device analysis revealed stent damage.